Event description:
Consumer complaint of erratic blood results. Results in memory were 220mg/dl, 80mg/dl, 88mg/dl, 91mg/dl and 121mg/dl. Customer states normal results are 150-160mg/dl. Based on (B)(4), the bias between the lowest result in memory (88) and the highest normal result (160) is in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).